Manufacturer narrative:
(B)(4). 3004753838-2026-107699 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/19/2026 and it was determined this complaint is not reportable per (B)(4).

Event description:
It was reported that there was a sensor not active message; during sensor session. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).